Manufacturer narrative:
A visual and functional analysis was performed on the returned device. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent unexpected medical intervention appear to be related to an interaction of the device with patient anatomy or suture/link pulled until it breaks due to circumstances of the procedure. A plunger deployment issue is likely related to needle deflection during plunger deployment due to interaction with patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique prior to an interventional procedure. Reportedly with a prostyle, there was an issue pushing the plunger. Also, the suture was not present when the plunger was removed. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a large-bore sheath, and the interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following additional information was received: resistance was felt while depressing the plunger. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique prior to an interventional procedure. Reportedly with a prostyle, there was an issue pushing the plunger. Also, the suture was not present when the plunger was removed. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a large-bore sheath, and the interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.